Manufacturer narrative:
The manufacturing records for top assembly batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The complaint device was not returned for analysis. A review of all information available for consideration at the time of this investigation was insufficient to confirm the reported event and determine the exact cause. Because there is no evidence of specification non-conformances related to the complaint device, the most probable root cause is considered operational context. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion being treated was 90 percent stenosed, calcified and severly tortuous located in the left anterior descending (lad) artery. During the inflation, the 2.0x15mm apex monorail balloon ruptured at 4 atmospheres. The procedure was successfully completed with another device. The patient status is good with no complications reported.